Manufacturer narrative:
Additional information: correction: device code is being corrected to 435 (from previously submitted 525). During follow up, it was reported that the leak was between the connection of the locking titanium adapter and non-baxter pd catheter. There was no allegation against the transfer set. The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the uv (ultra violet) flash transfer set tubing. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.